Event description:
Caller states customer's fingers are "torn up" from using the softclix lancets. Caller states customer was treated with unspecified antibiotics for the wounds. Requested return of suspect device and replacement was sent.